Event description:
It was reported that a malfunction alarm occurred with a pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterwards. The customer continued to use the pump for insulin therapy.